Event description:
It was reported that the customer experienced an elevated blood glucose level of 632 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. Reportedly, the customer stated that they could not input the bg into the bolus section. Tandem technical support confirmed that the customer was able to input the bg into the bolus section as needed for the bolus function to be performed. Reportedly, the customer was already admitted to the hospital for a non-diabetic event, so the customer was treated with intravenous fluids of saline and insulin to address the elevated bg and ketones. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.